Event description:
It was reported that during a da vinci-assisted surgical procedure, physical damage was found to the monopolar curved scissors orange tip. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the monopolar curved scissors (mcs) associated with this complaint and completed evaluation. Failure analysis investigations confirmed the customer reported complaint of physical damage. The instrument was found to have the main tube broken. A piece measuring proximately .228¿ x .289¿ was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.